Event description:
The fastener pin that holds the head motor shaft to the headspring section of the bed broke or fell out and the patient fell backwards. Allegedly the patient sought medical attention for a back injury.